Event description:
Additional information provided 1 ml of juvéderm® volbella¿ with lidocaine was injected into the lips. Symptoms occurred approximately 3 and a half months after injection. Patient was treated with aciclovir 200mg.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volbella¿ with lidocaine and experienced granuloma formation (non-painful skin color nodules that arise 3 months after the treatment). Biopsy was not provided. Hcp gave ibuprofen in the beginning and performed intra-lesional steroids (kenacort, minimal). Symptoms on going.

Event description:
Patient was treated with aciclovir 200mg due to a cold sore flare. With fluctuating swelling and no response to aciclovir, but infection minimally; patient then prescribed clindamycin.